Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(clinical & impact)

Event description:
It was reported that during pre use checks, the cardiosave intra-aortic balloon pump is stuck in bootup screen and it keep alarming. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported bootup issue. To fix the issue, the fse replaced the exec processor board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump is stuck in bootup screen and it keep alarming.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.